Manufacturer narrative:
Concomitant medical products: 5568-53 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds and from an x-ray there was threading noted on proximal side of svc (superior vena cava) coil. The rv lead was partially explanted, capped and replaced. Additionally, it was reported that the right atrial (ra) lead exhibited small p-waves. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.